Manufacturer narrative:
Additional information was received that the physician assessed that the patient¿s reduced appetite and poor oral intake were not device related. The patient¿s issue has resolved.

Event description:
A report was received that the patient was experiencing a reduced appetite and poor oral intake. The symptoms were thought to be caused by the device. The physician administered a nasogastric tube to assist with feeding the patient.

Event description:
A report was received that the patient was experiencing a reduced appetite and poor oral intake. The symptoms were thought to be caused by the device. The physician administered a nasogastric tube to assist with feeding the patient.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.